Event description:
Physician implanted in right eye-would not drain, removed device from right eye and placed new device-2nd one opened drained well. Manufacturer response for mini glaucoma shunt, (brand not provided) (per site reporter): by email--no response to date.